Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and started duopa therapy on (B)(6) 2016. After an undetermined amount of time the patient experienced erythema at the peristomal area with presence of exudate from the stoma site. On (B)(6) 2019 it was reported that the patient was treated with azithromycin oral antibiotic, three times a day for one week.